Event description:
The customer contact reported a separation. The tubing set was to be used for delivery of an unspecified volume of normal saline. It was reported that during priming of the tubing set prior to patient use, the customer contact noted the tubing had separated at an unspecified location. There was no reported delay in critical therapy. Though requested, no additional information was provided.

Event description:
It was reported that during a nephrectomy procedure, the device was inserted through the trocar ready to divide the vessel for the nephrectomy by the surgical registrar. The device was closed, after 15 seconds it was fired. As the device was opened by the surgical registrar the vessel had stuck to the reload and some of the staples had not fired appropriately. The surgeon closed the device again and fired and released the jaws. He freed up some of the tissue that was stuck to the device and removed the device through the trocar. The vessel was sealed but some of the staples are partially fired on the gun. No other device was needed to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Cartridge the analysis showed that the (B)(4) device was received in good visual condition and with a reload present. The reload was received fully fired and with the reload lock out spring bent. The damage to the reload lockout spring is consistent with damage observed when attempting to fire an already spent cartridge. The reload is design to lock out after a partial or complete fire to avoid re firing a partially or fully spent reload. Firing through the lockout mechanism can break the device. For more information please refer to the instructions for use. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were note to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.